Event description:
It was reported that the patient presented to the hospital for a follow-up and everything was normal. A few hours later, he felt symptomatic and faint. The patient returned to the hospital and the lead was exhibiting a sensing anomaly. It was noted that the patient practiced sports and often made wide arm movements which could have generated friction between the lead and another device.

Manufacturer narrative:
Final analysis found the outer coil was fractured at 22.3 cm from the connector pin due to rib clavicular crush. There was no indication that the damages were production related.